Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device was not recognized on the bus. A field service engineer successfully replaced the t-board with main 2 and the drawer board on 2.1, thereby resolving the issue. The system functioned as intended after the field service engineer troubleshooted the device. A field service engineer confirmed that there had been a delay in dispensing medication to the patients.

Event description:
It was reported that when using the pyxis medstation es system, experienced a drawer malfunction. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.